Manufacturer narrative:
Please refer to the investigation report. (B)(4).

Event description:
Reportedly during an ICD follow up performed on (B)(6) 2017 two vf episodes were recorded in the ICD memory. Both of the two episodes showed ventricular noise oversensing on the egm while not resulting in any inappropriate shock delivery. One svt/st episode recorded at 04:50 on (B)(6) 2017 also showed ventricular noise oversensing. It was decided to continue monitoring the patient and the next follow-up was scheduled for (B)(6) 2017. Update on dec 27, 2017: on (B)(6) 2017 a procedure was performed to replace both of the subject lead and the associated ICD. No obvious damage to the subject lead was identified by x-ray. When the associated ICD was interrogated, its therapy function was still on. Arrhythmia episodes with noise had been still recorded at the same frequency as before. During a real time egm test, noise was observed when the programming head was moved. The therapy function of the ICD was disabled after an external defibrillation electrode was attached to the patient. During the replacement procedure it was confirmed that the subject lead was appropriately connected to the ICD. The ICD lead was tested using a pacing system analyzer with the lead body bent between the trifurcate part and the area fixed with the suture sleeve. This time, no noise was observed. After a new ICD lead was additionally implanted from the same side, the subject lead was cut off at the distal side of the trifurcate part and the distal portion of the ICD lead was capped. The ICD was also replaced.

Manufacturer narrative:
Review of the additional expertise files from 22 dec 2017 (in the associated ICD case, file-(B)(4) ) showed episodes with ventricular oversensing, which is consistent with a lead or connection issue.

Event description:
Reportedly during an ICD follow up performed on (B)(6) 2017 two vf episodes were recorded in the ICD memory. Both of the two episodes showed ventricular noise oversensing on the egm while not resulting in any inappropriate shock delivery. One svt/st episode recorded at 04:50 on (B)(6) 2017 also showed ventricular noise oversensing. It was decided to continue monitoring the patient and the next follow-up was scheduled for (B)(6) 2017. Update on dec 27, 2017: on (B)(6) 2017 a procedure was performed to replace both of the subject lead and the associated ICD. No obvious damage to the subject lead was identified by x-ray. When the associated ICD was interrogated, its therapy function was still on. Arrhythmia episodes with noise had been still recorded at the same frequency as before. During a real time egm test, noise was observed when the programming head was moved. The therapy function of the ICD was disabled after an external defibrillation electrode was attached to the patient. During the replacement procedure it was confirmed that the subject lead was appropriately connected to the ICD. The ICD lead was tested using a pacing system analyzer with the lead body bent between the trifurcate part and the area fixed with the suture sleeve. This time, no noise was observed. After a new ICD lead was additionally implanted from the same side, the subject lead was cut off at the distal side of the trifurcate part and the distal portion of the ICD lead was capped. The ICD was also replaced.

Manufacturer narrative:
On (B)(6) 2017 it was provided the information that the subject lead and associated ICD were explanted an returned for analysis.

Event description:
Reportedly during an ICD follow up performed on (B)(6) 2017 two vf episodes were recorded in the ICD memory. Both of the two episodes showed ventricular noise oversensing on the egm while not resulting in any inappropriate shock delivery. One svt/st episode recorded at 04:50 on (B)(6) 2017 also showed ventricular noise oversensing. It was decided to continue monitoring the patient and the next follow-up was scheduled for (B)(6) 2017. Update on dec 27, 2017: on (B)(6) 2017 a procedure was performed to replace both of the subject lead and the associated ICD. No obvious damage to the subject lead was identified by x-ray. When the associated ICD was interrogated, its therapy function was still on. Arrhythmia episodes with noise had been still recorded at the same frequency as before. During a real time egm test, noise was observed when the programming head was moved. The therapy function of the ICD was disabled after an external defibrillation electrode was attached to the patient. During the replacement procedure it was confirmed that the subject lead was appropriately connected to the ICD. The ICD lead was tested using a pacing system analyzer with the lead body bent between the trifurcate part and the area fixed with the suture sleeve. This time, no noise was observed. After a new ICD lead was additionally implanted from the same side, the subject lead was cut off at the distal side of the trifurcate part and the distal portion of the ICD lead was capped. The ICD was also replaced.

Event description:
Reportedly during an ICD follow up performed on (B)(6) 2017 two vf episodes were recorded in the ICD memory. Both of the two episodes showed ventricular noise oversensing on the egm while not resulting in any inappropriate shock delivery. One svt/st episode recorded at 04:50 on (B)(6) 2017 also showed ventricular noise oversensing. It was decided to continue monitoring the patient and the next follow-up was scheduled for (B)(6) 2017.